Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she can't clear the no delivery alarm on the insulin pump. Customer's blood glucose was 132 mg/dl at the time of the incident. Customer reported that the alarm was resolved by an infusion set change. Customer does not want to return the set or reservoir for analysis. Customer stated that the esc and act buttons were not clearing. Customer has been trying all night long. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.